Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force. User facility medwatch #(B)(4) attached.

Event description:
User facility medwatch report (#(B)(4)) received, stating: doctor attempted to deploy proglide closure device but the "footplate did not deploy" correctly. Doctor needed to pull hard in order to get footplate to remove from artery. Artery hemostasis did occur, but doctor was concerned that he might need to have vascular surgery see patient. All ended up okay, but proglide did not function correctly.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to close was not confirmed. However, deployment and retraction were verified via manually opening and closing the lever with no resistance noted. The foot completely retracted. The reported difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the doctor needed to pull hard in order to get the footplate removed from artery. Per the instructions for use (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, the IFU deviation would not have contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction - lot # updated from 3090742 to 3092242.

Manufacturer narrative:
H10 correction: related report number added.